Event description:
The device was used during a thoracoscopic lung oncotomy procedure. Reportedly, a component broke, disengaged into the pt's cavity, and bleeding occurred. The surgeon performed a laparotomy and applied another device to complete the procedure. There was unexpected tissue loss and the hosp has reported the pt's condition is satisfactory.